Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple dents on outer tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distorted image was due to an electrical component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image is fuzzy and the picture is going in and out. The issue occurred during a diagnostic laparoscopy procedure. The intended procedure was completed with a backup device. There were no reports of patient harm.